Manufacturer narrative:
The reported event of aortic insufficiency could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2019, a 23mm trifecta valve was implanted. Per the physician, the patient's native valve and aorta appeared to be calcified. Following the implant and prior to chest closure, a tee revealed severe aortic insufficiency. The physician elected to explant the valve and exchange the device and a second 23mm trifecta valve (serial number: not available) was implanted. The patient remained hemodynamically unstable throughout the procedure due to low blood pressure. The patient is reported to be recovering. Patient comorbidities include: advanced age, coronary artery disease and aortic stenosis.

Event description:
On (B)(6) 2019, a 23mm trifecta valve was implanted and a post-implant tee revealed severe aortic insufficiency. The physician elected to explant the valve and exchange the device and a second 23mm trifecta valve (serial number: not available) was implanted. The patient remained hemodynamically unstable throughout the procedure and has had a slow recovery; however patient is reported to be recovering. Additional details are requested.